Event description:
Pt called alleging meter gives an error 1 message. Pt inserts the test strip all the way into the meter and applies sample correctly. Confirmation dot is completely blue and meter still shows error1. Pt compared the confirmation dot to the color chart and the result shows that pt's blood glucose is 350 mg/dl. Customer service walked pt through a test and meter shows up error 1. Issue was not resolved. Customer service sent pt a new meter.